Event description:
It was reported that despite the fact that the handheld is always on the charger, the battery is not loading completely and the handheld does not work. Troubleshooting and hard resets were performed; however, this did not resolve the issue. The programming system was returned and is pending product analysis.